Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-04166 and 2134265-2011-04186. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, and the 1.75mm rotablator burr catheter the rotation was at 180,000 rpm's. During rotablation, inside the patient, the speed was unstable ranging from 40,000-160,000 rpm's. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the console found that the void seal had been broken. The rotablator console was tested with the foot pedal that was also returned by the customer along with a rotalink 1.75mm burr. The rotational speed in turbine mode and dynaglide mode were within normal limits. Secondary findings were that the turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 179 krpm from maximum of 226 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The most likely root cause is a failure of the proportional valve. Also, the maximum turbine pressure is slightly low, this does not appear to affect console functionality. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as 2134265-2011-04166 and 2134265-2011-04186. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, and the 1.75mm rotablator burr catheter the rotation was at 180,000 rpms. During rotablation, inside the patient, the speed was unstable ranging from 40,000-160,000 rpms. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable.